Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the bipolar pins were missing from the back end. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the pins to pull out. The instrument failed electrical continuity testing. Engineering also found the bipolar insert was missing from the back end. This might have happened with the missing pins when removed by high force, potentially causing the insert and the pins to pull out. Engineering also found the various scratch marks on the distal end of the main tube showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded the damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci s surgical procedure the maryland bipolar forceps instrument was missing the bipolar prongs. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.